Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump undergone a system failure and battery depletion issue. The medication that was being infused was heparin to cardiac patient and the issue occurred during use. The patient received the remaining of the infusion volume. There were no adverse events reported.